Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported by an extracorporeal circulatory support device. It was reported that a s3 alarm occurred and there was stoppage in circulatory support. A back up system was used without complication to the patient. No additional information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a system alert was confirmed through the analysis of a data log file retrieved from the returned centrimag 2nd gen primary console (sn (B)(4)) associated with this event. Per the log file, on (B)(6) 2019 the console was supporting a system for over 200 hours without any issues at a set speed of 5500rpm and a measured flow of ~5.1lpm. At approximately 9:11pm on (B)(6) 2019 the log file captured a drop in pump speed from aproximately 5500rpm down to approximately 5837rpm. As a result, the console alarmed with a set pump speed not reached:m5 alert. Soon after, the console captured an active system alert:s3 alarm as a result of an active sf_ifd_shutdown_detected fault (dark screen), pump speed dropped to ~4400rpm, and the flow reading became blank with a reading of 0lpm. However, flow would still have been present despite the blank value. This blank flow reading triggered a flow signal interrupted: f2 alert approximately 1 minute after the flow became blank. During this event pump speed was adjusted by the user multiple times, and the system responded as designed each time. At ~9:16pm the pump was captured as disconnected and the console alarmed with a pump not inserted: m3 alert. Approximately 14 seconds later the pump was captured as reconnected and the m3 alert cleared. Speed was set to 4200rpm, and the system responded as designed. However, the flow reading remained blank until the console was powered down at ~9:23pm. The log file did not capture any pump stop events. Even though a drop in pump speed was captured, the system would have continued to provide support. The returned centrimag motor (sn (B)(4), evaluated under (B)(4)), 2nd gen primary console (sn (B)(4)) and mag monitor (sn (B)(4), evaluated under (B)(4)) were evaluated and tested by mcs zurich. The investigation of the returned devices was performed by the r&d department at mcs zurich. During their investigation the reported event was reproduced on the returned devices and a test flow probe. This investigation determined that the motor was responsible for the event. An external analysis of the motor did not detect anything conspicuous inside of the motor. The motor was scrapped and retained for further testing. Corrective action (CAPA) has since been initiated to investigate and address the issue. The returned motor was manufactured prior to the implementation of the CAPA. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.